Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# (B)(6) serial# implanted: (B)(6) 2015 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 19-nov-2018, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that there was an impedance issue. High impedances were observed in all combinations of electrode 0. The cause was determined to be due to the patient having a history of falls. Patient has fallen on her buttock on multiple occasions since her battery replacement on (B)(6) 2022. It is believed that the impedance issue was caused from one of her falls. The issue had not been resolved and is still ongoing.